Manufacturer narrative:
Initial and final (B)(4) device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set fell off during use event on (B)(6) 2026. The blood glucose was high at the time of the event and got treated with correction bolus via pump. The infusion set was in use for one day.the issue occured with 2 infusion sets. No further information available.